Manufacturer narrative:
The device was not received for evaluation and the reported event could not be confirmed. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to procedural variance, connection problem or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka, the connection of a anthem ps hf insert sz 5-6 11mm failed while inside the patient. It was reported that this was an out of the box failure. There was delay of 30 minutes or less and the procedure was finished using the same device. No patient injury was reported.